Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implant."

Event description:
It was reported that patient underwent an orif procedure on (B)(6) 2015. Radiographs taken on (B)(6) 2015 revealed that the lag screw backed out. A revision procedure was performed on (B)(6) 2015 to reset the lag screw and tighten the other screws. No implants were revised during the revision procedure.